Event description:
The pt presented with left lower extremity heavily calcified occlusive disease. A gore hybrid vascular graft was used during a left iliac to femoral artery bypass procedure. When the packaging was opened, the nitinol reinforced section (nrs) deployment line appeared slightly unraveled. The user decided to use the graft. The nrs was positioned in the targeted vessel using the over the wire technique. During deployment of the nrs, the nrs expanded slightly but was unable to complete deployment. The nrs came out of the targeted vessel and the physician was not able to position the nrs back into the vessel. Another hybrid graft was used to complete the procedure without incident. The pt did not experience any adverse consequences.